Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 500 mg/dl, 7- 800 mg/dl, 3-400 mg/dl and 300mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional instruction. The customer was advised that the pump will need to be replaced. The customer declined troubleshooting of the high blood glucose. The insulin pump will be returned for analysis.